Event description:
Femoral artery catheterization kit guide wire unraveled inside of the patient during line placement on left femoral artery. Patient had retained metal in subcutaneous tissue which was removed at the bedside.what was the original intended procedure?line placement/ femoral artery catherization.